Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. Estimated date of occurrence. Estimated date of angiogram. Estimated date of implant. There was no reported device malfunction, and the product was not returned. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of stenosis is a known potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that two weeks ago, a patient was treated for in-stent restenosis of an unknown supera self-expanding stent system (sess). It is unknown how the restenosis was treated. The physician stated that the patient was not an appropriate candidate for a supera stent; thus, this is not an issue with the device. The patient is doing well. There was no reported clinically significant delay in the procedure. No additional information was provided.